Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery. A 3.0x12mm xience xpedition stent was implanted and a dissection was noted on the proximal end of the lesion. Another xience xpedition was used to cover the dissection. Patient is stable and was discharged from the hospital. There was no adverse patient sequela reported. No additional information was provided.